Event description:
It was reported that the patient had took aspirin and meloxicam. The patient underwent a lead removal and was doing well postoperatively. The explanted leads were disposed by the medical facility, additional information was received that the reason for taking the aspirin and meloxicam was due to patient did not know that this should be taken after the trial.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient had took aspirin and meloxicam. The patient underwent a lead removal and was doing well postoperatively. The explanted leads were disposed by the medical facility.